Event description:
It was reported to philips that the device failed the general system test. There was no patient involvement.

Event description:
It was reported to philips that the device failed the general system test failure. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 23nov2021. Upon evaluation of the device by an authorized bench technician, the reported issued was confirmed and the cause was traced to a faulty processor pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The customer was advised to replace the processor pca to return the device to working condition, however the customer declined so no repaired were completed. A defective sticker was placed on the device and it was returned to the customer unrepaired. There is no indication of a systemic problem. No further investigation or action is warranted.